Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using a femoral approach, the 100% stenosed lesion was located in a moderately tortuous, severely calcified right posterior tibial artery. The 1.5mm x 20mm x 143cm coyote es balloon catheter was being used for pre-dilatation when the balloon ruptured at unknown atms. The ruptured balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.